Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No unexpected low battery alarms, battery out limit alarms or off no power anomaly was noted. The unit was programmed with a test mini link and a glucose sensor simulator. The sensor feature working properly. No unexpected meter bg now alarms were noted. Unit received with minor scratched lcd window.

Event description:
Customer reported skin irritation with her sensor. Customer's blood glucose was 140 mg/dl. Troubleshooting occurred for a low battery alert. Troubleshooting also found several displayable history check failed on startup alarm. The customer was advised to replace her insulin pump. No additional information provided.